Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, upon using the device on the gallbladder, the surgeon pulled the device's bag very hard until it was torn. There was no patient injury.